Event description:
Account reported incidents in the nicu in which device noted to be "leaking" around tbg/y-site junction. No pt injuries reported. Per account, "it was noticed right away...they just took it off and put another one." Add'l follow up with health care professional revealed no pt injuries, however, peripheral and central lines "have clotted off". Reportedly, one central line able to be de-clotted with urokinase and second central line required replacement.

Manufacturer narrative:
Customer returned 2 used samples. Each sample was pressure tested underwater with 8 psi of air and leakage was noted at the tubing/bushing assembly below the interlink y-site due to insufficient solvent. Actions habe been implemented which allow for a greater interference fit between the microbore tubing, bushing, and solvent bond ports of the interlink y-site.